Event description:
It was reported that the patient received inappropriate hv therapy during a craniotomy while the physician was using cautery. A medtronic magnet did not inhibit therapy on the first try but worked when the magnet was flipped over. Electrocautery recommendations were given.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.